Manufacturer narrative:
Info was not provided. Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Pt's daughter called alleging that the meter was set to the incorrect unit of measurement. Pt was not feeling well and took glucose after attempting to use the meter. No info on what the meter had read. Md gave her mother more medication because the lfs meter gave a low reading in mmol/l and the md did not realize that the meter was set to the incorrect unit of measurement. Daughter noticed that the meter was set to the incorrect unit of measurement and contacted lfs. Meter was previously set to the correct unit of measurement. This case is being reported as a malfunction, because the changing of the unit of measurement appears to be a 'spontaneous occurrence' that is not caused by changing the battery, or by the pt accidently changing the settings.